Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: migration, endoleak and aneurysm expansion.

Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracic anastomotic aneurysm with a conformable gore® tag® thoracic endoprosthesis, tgu343420j/12593497. In (B)(6) 2017, the patient experienced back pain. It was confirmed the tgu343420j migrated distally (distance unknown) and the aneurysm was enlarged due to a proximal type I endoleak. Other manufacture¿s stent graft was implanted to treat the migration and the endoleak. The patient tolerated the procedure.